Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- surgeon went to place clip on cystic artery before cutting and the clip applier jaws locked onto the artery. He tried to pry open the handle with two hands to release the jaws but was unsuccessful. He then opened a 2nd ca500 to clip off the artery and then he tore of first locked ca500 off the cystic artery." Patient status: patient outcome was fine.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and resulted in intermittent dry firing. The units were disassembled further. Upon disassembly, engineering found internal shaft damage. The root cause was due to excessive friction within the shaft caused by bent jaws, which can contribute to improper clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of damage. This lot was built prior to application of these device enhancements. This document represents our final report.